Event description:
It was reported by the affiliate that during a laparoscopic liver resection procedure, the handle snapped off during the firing cycle. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional followup: having spoken to the consultant today it transpires that he did not want to submit this as a product complaint as he tried to fire it across a ligaclip and knew he had broken the handle due to this action.

Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the (B)(4) device was returned with the firing trigger broken and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.